Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Additional codes: mnh, mni. (B)(4). Implant date: unknown dates in 2006 and 2007. Items will not be returned. (B)(4)- adjacent level stenosis and disc disease. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had synthes uss constructs implanted at levels l1-l2 and l4-l5. The patient had these constructs implanted on unknown dates in 2006 and 2007. At an unknown point in time, the patient developed adjacent level stenosis and disc disease in between the two (2) uss constructs from l2-l4. On (B)(6) 2016, the surgeon performed a hardware removal revision; there were no issues with any of the hardware from the 2006 and 2007 procedures. During the revision surgery, the surgeon removed the rods and checked the existing screws at levels l1, l2, l4, and l5. The surgeon removed and replaced six (6) of the eight (8) uss screws and left the l4 screws in place; also new screws were placed at level l3. During the removal of one (1) of the screws, the handle for the hook broke; the torque to remove the screw was significant. Another instrument was available in the operating room for use; all the pieces of the handle were retrieved. The surgeon performed a decompression to address the patient¿s stenosis; then placed new rods and connected them to the screws from levels l1-l5. It was reported that the patient is in stable condition and the procedure was successfully completed. This report is 6 of 13 for (B)(4).